Manufacturer narrative:
Pharmacovigilance comment: based on the available information, this case has been assessed as serious. The adverse events have needed hospitalization and IV antibiotics for a week. The company's assessment is therefore that this case fulfills the criteria for regulatory reporting. A causal relation between the events inflamed, pus and abscesses and the treatment cannot be excluded. However, the event infection occurring after the nose surgery may have contributed to the events. A causal relation between the infection and the treatment is difficult to make since the nose surgery may have been the cause, but cannot be excluded. The reported events are addressed in the label. Lot number was not reported and trending on batch cannot be performed. This is an unusual case in that abscesses developed at all the injection sites about 2 to 3 months after injection treatment and 4 to 6 weeks after surgery on her nose for skin cancer that became infected. The possibility of hematogenous spread of infection to the treated sites cannot be excluded due to the timing, alternatively there could be some kind of slow growing bacterial infection such as atypical mycobacteria. Efforts should be made to identify pathogens at the treated sites, including microscopy, gram stains, acid fast staining, and cultures for anaerobes and atypical mycobacteria. Based on the available information, this case has been assessed as serious. The adverse events have needed hospitalization and IV antibiotics for a week. The company's assessment is therefore that this case fulfills the criteria for regulatory reporting. Manufacturing evaluation: lot number was not reported and trending on batch cannot be performed. Preventative action: the events are already addressed in the labeling. Cases of infection and abscess following restylane treatment have previously been reported. The frequency of post market adverse event reporting is calculated on the estimated number of treatments performed with the restylane range of products. As stated in the instructions for use, the reporting frequency for infection is <1/10 000-1/50 000 and abscess <1/100 000. No action is needed. (B)(4). Device not made available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by a physician which refers to a female of unknown age. The patient's medical history included skin cancer. Information on the patient's concomitant medication, allergies or previous filler treatment were not provided. On an unknown date, the patient received treatment with restylane (unknown filler type, lot number and volume) to mid-face and other nos (lower face) with unknown needle and technique. 1 months (4-6 weeks) later, the patient underwent nose surgery due to skin cancer, and experienced infection (infection) at nose. The patient was treated immediately with oral antibiotics. 2 months later, (approximately 1 month after surgery), the patient experienced inflamed (implant site inflammation), pus (purulent discharge), and abscesses (implant site abscess) at mid-face and other nos (lower face) after treatment with restylane, and became hospitalized on an IV antibiotic drip for a week. The patient is under the case of a plastic surgeon and as recently as last week (sometime between (B)(6)) again presented with another abscesses (implant site abscess) in the marionette lines after treatment with restylane. The patient wants the product removed but has been advised better to leave it alone until there are no further reactions. The reporter assessed the case as serious due to hospitalization, require intervention (devices). Treatment for the adverse event included oral antibiotics and IV antibiotics. At the time of the report the inflamed was unknown. At the time of the report the pus was unknown. At the time of the report the abscesses was unknown. At the time of the report the infection was unknown. The reporter has assessed the inflamed (implant site inflammation) as conditional / unclassified related to treatment with restylane. The reporter has assessed the pus (purulent discharge) as conditional / unclassified related to treatment with restylane. The reporter has assessed the abscesses (implant site abscess) as conditional / unclassified related to treatment with restylane. The reporter has assessed the infection (infection) as conditional / unclassified related to treatment with restylane. The company has assessed the inflamed (implant site inflammation) as possible related to treatment with restylane. The company has assessed the pus (purulent discharge) as possible related to treatment with restylane. The company has assessed the abscesses (implant site abscess) as possible related to treatment with restylane. The company has assessed the infection (infection) as possible related to treatment with restylane. According to information on 08-jul-2015: attempts have been made to get further information from the reporter however without success.